Event description:
Additional information: patient was started on extracorporeal membrane oxygenation (ECMO) on (B)(6) 2019. Console was changed out and returned. Patient was bridged to heartmate 3 left ventricular assist device (lvad).

Manufacturer narrative:
Approximate age of device - unknown since date of implant and patient info is requested and not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported on (B)(6) 2019 that the pump made a rattling sound and flows were not reading on the console. However, the nursing staff did visually note movement of blood through the oxygenator. The alarms that occurred were m5 set pump speed not reached and s3 system alert. Emergent pump change out was successful and the patient remains stable on ECMO.